Manufacturer narrative:
A partial lead with the distal tip measuring 45.5cm was returned for analysis. External insulation abrasion was noted at 34.0-34.5cm and 37.7-38.0cm from the distal tip, consistent with lead friction to the device can. The outer coil was exposed at this location, consistent with the field observation of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to noise. The patient was stable.